Event description:
It was reported that the lead impedance "jumped back in march" and sometimes impedance is shown as unmeasurable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; the analyst noted that the lead was returned with the helix fully extended and stretched; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.